Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor failure message. The customer planned to remove the iab within the hour due to patient stability. Therapy was continued by transducing the central lumen of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Customer responded to gfe: initial reporter full name provided. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
It was reported that after at least 96 hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor failure message. The customer planned to remove the iab within the hour due to patient stability. Therapy was continued by transducing the central lumen of the iab. The customer states that they probably changed the pressure tubing to the hospital pressure tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).